Event description:
A patient reported that her slim x2 pump unexpectedly stopped working and displayed a malfunction code. She had to turn off the pump while it was on the charger and reset it by simulating the process of filling the pump for it to function again. There was no adverse impact to the customer's blood glucose level. The patient declined further follow-up assistance.